Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to develop a sinus infection,nausea. The patient was prescribed antibiotics in response to the reported event. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and internally ,unknown white and black contamination (dust like) inconsistent with degraded sound abtement foam ,some potential very small hairs or fibers at the air input of the blower box ,top and bottom of the blower motor and the blower motor seal,black contamination consistent with keratin at the ait outlet of the blower box.unknown white dust like contamination at the inside of the blower box along with some unknown pieces of black inconsistent with degraded sound abatement foam,one tiny black piece potential sound abatement foam on the bottom of the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were nine errors found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam and 1 piece of ontamination that is potential degraded sound abatement foam and there is evidence of sound abatement foam degradation/breakdown was observed in this device.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.